Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected tsh results above the normal reference range that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing on two alternate methodologies produced lower results within the normal reference range. The results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment in connection with this event.

Manufacturer narrative:
Tsh samples are collected in plastic greiner nahep tubes with a gel separator and centrifuged for >5 minutes at <5000 rpm in a swinging bucket centrifuge. The sample was analyzed from the primary tube. According to the customer, both levels of tsh qc were within the established ranges prior to and after the specimen was analyzed. The customer sent the sample to customer product line support (cpls) for additional testing. Testing in cpls is inconclusive and root cause remains undetermined.